Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr). Grasping was difficult to achieve due to the coaptation gap restricted posterior leaflet. The clip was eventually able to be implanted, reducing mr to 1. During a follow up echo performed on (B)(6) 2022, it was noted the clip detached from the posterior leaflet and the mr increased to 4. Per the physician, the slda was due to the coaptation gap and posterior leaflet tethering. Treatment has not been performed at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported difficult leaflet grasping and incomplete coaptation (slda) appear to be due to challenging patient anatomy. The reported mr is a cascading event of the incomplete coaptation. Additionally, mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.